Event description:
This supplemental report is being submitted to provide a correction. Correction: this report was found to be a duplicate of an event already reported in 2429304-2025-00162-00. Should additional relevant information be received, a supplemental report will be submitted.

Event description:
It was reported that during an esophagogastroduodenoscopy (egd), a perforation occurred due to poor retroflexion of the subject device. The procedure was stopped and the perforation was clipped. The patient was sent to the intensive care unit (ICU). When asked, the customer was not able to provide more information about the patient's current status.